Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 301940 lot 1803215 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Embedded particles coming from the injection manufacturing process may have contributed to the observed defect. If a sample becomes available in the future, bd will re-open and re-investigate this record accordingly. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Event description:
It was reported that black spots of foreign matter were found in the barrel of the bd syringe¿ with needle before "doing atomization". The following information was provided by the initial reporter, translated from chinese to english: "the child is doing atomization in the morning, using a syringe, and black spots are found in the barrel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black spots of foreign matter were found in the barrel of the bd syringe¿ with needle before "doing atomization". The following information was provided by the initial reporter, translated from (B)(6) to english: "the child is doing atomization in the morning, using a syringe, and black spots are found in the barrel."